Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received no motor movement or negligible movement alarm twice. Customer's blood glucose level was 140 mg/dl at the time of incident. Customer reported they were unable to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer stated that the insulin pump was exposed to high magnetic field. The insulin pump will not be returned for analysis.